Manufacturer narrative:
The investigation determined that lower than expected vitros psa results were obtained from three separate patient samples on a vitros 5600 integrated system. A definitive root cause could not be confirmed. The investigation cannot rule out the vitros psa reagent or the vitros 5600 integrated system as contributing factors, but there is no evidence that they were not performing as intended. In addition, improper pre-analytical handling cannot be ruled out as a potentially contributing factor.

Event description:
A customer obtained lower than expected vitros psa results from two separate patient samples on a vitros 5600 integrated system. Patient sample 1 result = <0.064 ng/ml vs. Expected result = 0.711 ng/ml. Patient sample 2 result = 0.084 ng/ml vs. Expected result = 0.654 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected patient results were reported from the laboratory, however treatment was not altered, initiated, or stopped based upon the reported results. There were no allegations of patient harm. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).